Event description:
It was initially reported to philips healthcare that the heartstart mrx could not be charged. It was later clarified by that battery would not charge. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.